Event description:
A male underwent percutaneous pinning of bilateral slipped femoral capital epiphysis (scfe) in 2008 with placement of 60 mm cannulated fully threaded 7.3 mm synthes screws. The peri-operative course was unremarkable and the pt was discharged home pod#2. Post-operative x-rays thirteen days later showed satisfactory alignment with the presence of the screws and no progressive slip. At 4 months post-operatively, x-rays revealed on the right side, the screw fractured just proximal to the physis and that there was progressive slip of the epiphysis and widening of the physis. There was some right hip discomfort with abulation. On six days later, pt underwent removal broken 7.3 fully threaded cannulated synthes stainless steel screw and percutaneous pinning r scfe with 7.3 mm partially threaded screw and 4.0 mm fully threaded steinman pin. As well as the prior incision, a 2nd incision was required to access the broken screw in the femoral head. Following broken screw removal, fixation was achieved with a partially threaded screw, and a fully threaded smooth steinman pin (synthes) for additional 2-point fixation and to prevent rotation (insufficient room for placement of a 2nd screw ). Pt tolerated the procedure without difficulty and was discharged home two days later. As of the following month, follow-up with the surgeon, the pt was ambulating with crutches, with no complaints.